Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the ptfe tubing, ise (ion-selective electrode) nozzle set, solenoid valve, nozzle set, reference electrode block, reference electrode, mixing bar and tubing which resolved the issue. (B)(4).

Event description:
The customer reported the generation of multiple erroneous ise (ion-selective electrode) patient result with low anion gap were generated on system au480 chemistry analyzer. The erroneous patient results were reported out of the laboratory and was later amended. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for nine (9) patients; however, not all repeat results were provided.